Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure concurrent with a hysterectomy and excision of endometriotic implants on (B)(6) 2010 due to fibroid uterus, endometriosis, urethrocele, menorrhagia and stress urinary incontinence and mesh was implanted.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2010 along with concurrent hysterectomy.

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.